Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient's nerve was pinched and two or three discs were out. The patient reported it was killing them. Their leg was shaking and it was running down their left leg really bad. They also reported that the patient's doctor put the device in too high and said they would put it lower for free but they would have to pay the hospital. No further complications reported.